Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was having trouble inflating the device independently. The patient was experiencing burning and pain from the shaft to anus when fully inflated for 30 or more minutes. The patient has seen his physician for pump training, and he is still unable to inflate as well on his own. The physician suggested waiting until the pain subsides and he will re-evaluate. The patient also had questions about having extra skin during erection. A revision surgery has not been scheduled. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was having trouble inflating the device independently. The patient was experiencing burning and pain from the shaft to anus when fully inflated for 30 or more minutes. The patient has seen his physician for pump training, and he is still unable to inflate as well on his own. The physician suggested waiting until the pain subsides and he will re-evaluate. The patient also had questions about having extra skin during erection. The patient has a follow up appointment with his physician scheduled. There were no additional patient complications reported.